Event description:
It was reported that the patient had the pump refilled two days ago and felt the pump had not been working since the refill. The patient had been in a lot of pain since the refill and was hospitalized. A session report from the refill showed that the pump was in simple continuous mode delivering 1.6 mg/day. The pump system was being used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).